Manufacturer narrative:
B3; event date is unknown. Film evaluation summary: the reported stent graft migration was confirmed in the provided films. Although earlier CT scans were not available for comparison of the stent graft configuration over time, it is most likely that disease progression, specifically the dilation of the left common iliac artery, was a contributing factor to the migration. Loss of distal seal was noted, most likely resulting from the migration.. Analysis of the returned films did not reveal any obvious out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure. Five years later, an intervention was performed to address stent graft migration into the aneurysm sac, which occurred on an unknown date and involved an endurant ii limb stent graft (model: enlw1620c95ee, serial number: (B)(6). It was noted that no endoleak was observed as a result of the migration. During the intervention procedure, an endurant ii limb stent graft (model: enlw1613c120ee, sn (B)(6) was attempted to be implanted to treat the migration. However, it was reported that the delivery system was able to advance to the edge of the previously implanted stent graft but was unable to pass through to reach the target area. A 10x60 balloon was used, and it was replaced with a super-hard guidewire. Subsequently, another endurant stent graft was successfully deployed in the target area. According to the physician, the insertion difficulties were attributed to the patient's anatomy, as the stent graft became twisted and narrowed due to the retraction of the common iliac artery aneurysm. Additionally, it was reported that the migration was caused by dilation of the common iliac artery. No additional clinical sequelae were reported, and the patient is doing well.